Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that the skin was getting caught in barrel while being meshed. A second barrel was installed but skin still getting caught during meshing. Forceps were used to complete meshing- avoiding damage to harvest. The issue occurred during surgery. Subsequently this did not cause patient harm and there was a delay of 1-15 mins. The surgery was completed using an alternate device and the problem did not cause an impact/damage to graft harvest. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI# - (B)(4). D11 -concomitant medical products: item#: 00770301500, z.s.g.m. Cutter 1.5:1 ratio caution: sharp, lot#: 63985040. The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that skin was getting caught in the barrel of a mesher. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as a 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the mesher on 17 july 2019 noted that there was a small bur on the inner gear of the ratchet and that the device failed the pre-test calibration checks. Evaluation of the returned cutter found that produced a passing mesh. At the time of the investigation, the bur has been removed from the inner gear of the ratchet handle, but the quote for repair has yet to be accepted. The device was tested and inspected. The service technician was unable to find an issue that would result in skin being caught within the device during evaluation of the product. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.